Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to other indication for revision. Additional information received on 01/12/2017. Neck information now provide for this complaint.